Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.

Manufacturer narrative:
An abbott field service engineer was dispatched to the account and found a small leak in the peristaltic head tubing (part number 7-202464-01) which prevented proper cuvette washing by the analyzer. The peristaltic head tubing (part number 7-202464-01) was replaced and the issue was resolved. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and a review of instrument service. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely depressed sodium patient results while using the architect c16000 analyzer. The following data was provided for one patient. Sodium initial 113, repeat 142, repeat using another analyzer 138. No impact to patient management was reported.